Manufacturer narrative:
Maquet cardiopulmonary ag is aware of similar complaints from this product and an internal process ((B)(4)) was initiated to determine the most probable root-cause and to implement the appropriate corrective action. The process is in the root-cause definition and investigation phase. The corrective action phase will immediately follow the root-cause investigation. The data is also being handled through a designated maquet trending process. If a trend occurs, it will be escalated to quality assurance management for review and determination of applicable investigation. Due to this no further action will be completed at this time. Additional information: the product mentioned is a tubing set and the included affected component has the contributing design function of the quadrox-ID which is registered under 510(k): k101153.

Event description:
Description from the complaint report: "according to the hospital, a blood leakage was detected at the de-airing port of the oxygenator. Product was not replaced because product worked well during ecc with good oxygenation. No consequence for the patient. Blood loss was only a few drops." Ref.: (B)(4).

Manufacturer narrative:
Maquet cardiopulmonary (B)(4) is aware of similar complaints from this product. These similar products, showing a similar malfunction, have been tested and during a tightness test, a leakage from the de-airing port could be confirmed. The manufacturer determined so far that the de-airing membrane becomes permeable for fluids (priming solution/ blood). The investigated customer complaints showed nonconforming areas in the membrane body as well as weak bonding between the membrane and oxygenator as most probable cause. Determining the root cause is still under investigation. Therefore maquet cardiopulmonary (B)(4) has initiated a CAPA process ((B)(4)) to address the appropriate corrective and preventive action. Investigation is still pending. A supplemental medwatch will be submitted as soon as further information becomes available. Additional information: the product mentioned is a tubing set and the included affected component has the contributing design function of the quadrox-I which is registered under 510(k): k082117.

Event description:
(B)(4).

Manufacturer narrative:
Result of the root cause analysis meanwhile the root cause is identified. Investigations could prove that the introduction of the new glue for adult and small adult oxygenators at the beginning of 2013 - as initially indicated by the preceding (B)(4) - is not responsible for the increased leakage of de-airing connectors. The root cause comprises the following three sub items: -the laminated ptfe membrane shows qualitative differences within the lot due to the size of the production lot (minimum 1850 feet x 11.25 inch) and the packaging of the rolls. -the functional ptfe membrane is very sensitive to mechanical stress. Therefore the hitherto existing instructions in bop (basic operation procedure) 714 for punching and bop 715 for welding the de-airing membrane will be adjusted. -the softline coating and the pressure test of oxygenators takes place simultaneously at 1.1 bar. The hydrophobic character of the membrane is changed by dint of the hydrophilic softline coating solution, which enters into the ptfe membrane. All further actions and the effectiveness thereof will be carried out as part of (B)(4).

Event description:
(B)(4). The original medwatch was submitted on paper on july 18,2015 as MFR # 8010762-2015-00824. The follow-up #1 was submitted on paper on october 14,2015 also as MFR # 8010762-2015-00824.